Event description:
Three years following bilateral intraocular lens (iol) implant surgery, a surgeon reported noting glistenings on exam of the iol and the patient was experiencing a decrease in vision. The surgeon also noted posterior capsule opacification in one eye (unknown) and performed a yag laser procedure. The patient had not returned for follow up. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/11/2009, 03/13/2009, and 03/24/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire.